Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported thrombosis and gastrointestinal bleeding could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The evaluation of the submitted log file confirmed the report of power elevations. The submitted log file contained data spanning from (B)(6) 2020 18:11:55 through (B)(6) 2021 07:34:56, per the timestamp. Transient power elevations were captured on (B)(6) 2020, (B)(6)2021, and (B)(6) 2021. A continuous string of power elevations was captured on (B)(6) 2021, with power elevations as high as 16.2 watts. No other atypical events were captured. Prior to and after these events, the pump appeared to operate as intended. It was reported through the patient outcome, the patient passed away due to pump thrombosis on (B)(6) 2021. The account communicated that the patient had a gastrointestinal bleed (gib) on (B)(6) 2020. A colonoscopy showed arteriovenous malformations (avm), and thrombus was seen on computed tomography (CT). The patient¿s symptoms were bright red blood per rectum, acute anemia, and power elevations. The device operated as expected. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020. The patient had a gastrointestinal bleed and had bright red blood per the rectum and acute anemia. The patient underwent a colonoscopy showing an arteriovenous malformation. The patient also had power elevations and the thrombus was seen on a computer tomography (CT) scan. On (B)(6) 2021 the patient passed away due to pump thrombosis.